Event description:
My surgeon used the medtronic infuse during my spinal surgery. This caused me significant pain required me to visit my doctor frequently ¿as well as developed a need for a revision surgery.